Manufacturer narrative:
The initial MDR was filed on 04-aug-2017. The first supplemental MDR was filed on 18-aug-2017. The second supplemental MDR was filed on 11-sep-2017. The third supplemental MDR was filed on 30-jan-2018. The fourth supplemental MDR was filed on 20-mar-2018. Additional information (23-mar-2018): upon further review of instrument data by the siemens headquarters support center specialist it was determined that there were no level sense or mechanical issues that could potentially cause the issue. No further evaluation of the device is required. Conclusion code has been updated. MDR 2247117-2017-00081_s5 was filed for the same event.

Manufacturer narrative:
The initial MDR 2247117-2017-00083 was filed on august 4, 2017. The first supplemental MDR 2247117-2017-00083_s1 was filed on august 18, 2017. The second supplemental MDR 2247117-2017-00083_s2 was filed on september 11, 2017. Additional information (05-jan-2018): the water bottle, the probe wash bottle and the substrate bottle were decontaminated. The issue is not resolved. Siemens is investigating the issue. Corrected information (05-jan-2018): the conclusion code in section h6 has been updated. MDR 2247117-2017-00081_s3 is filed for the same event.

Manufacturer narrative:
The initial MDR 2247117-2017-00083 was filed on august 4, 2017. Corrected information ((B)(6) 2017): section of the initial MDR indicated the customer's address and location as (B)(6). The correct information has been received and the correct address and location of the customer is from (B)(6). Section has been updated with the correct customer address.

Manufacturer narrative:
The initial MDR 2247117-2017-00083 was filed on august 4, 2017. The first supplemental MDR 2247117-2017-00083_s1 was filed on august 18, 2017. Additional information (08/22/2017): the probe positions in the dilution well were adjusted. The customer moved human chorionic gonadotropin testing on another immulite system. The cause of the imprecise hcg results on one patient sample is unknown.

Manufacturer narrative:
The initial MDR 2247117-2017-00083 was filed on 04-aug-2017. The first supplemental MDR 2247117-2017-00083_s1 was filed on 18-aug-2017. The second supplemental MDR 2247117-2017-00083_s2 was filed on 11-sep-2017. The third supplemental MDR 2247117-2017-00083_s3 was filed on 30-jan-2018. Additional information (21-feb-2018): during further review of the instrument data by the siemens headquarters support center (hsc) specialist, it was determined that the water test were out of specifications, indicating that the substrate and water lines may be contaminated. The hsc specialist stated that human chorionic gonadotropin assay is sensitive to contamination with the water or within the instrument. The hsc specialist recommended that the substrate bottle and water lines be decontaminated and functioning of carbon dioxide scrubber be verified. MDR 2247117-2017-00081_s4 is filed for the same event.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the dilution well, configured it and increased mixing speed of the dilution well. The cse replaced the dual resolution dilutors (drds) and ceramic valves, however, the issue still persisted. The cse verified the shaker bar height in the incubator and luminometer, sample dilutor position, sample and reagent probe position, sample and reagent probe position into the wash drain, sample probe height under the dilution well, and functioning of the reaction cup. The cse replaced the photo-multiplier tube and sample manifold block and performed decontamination procedure after replacement of the drds and ceramic valves. The cse used the fresh diluent and diluted the sample manually without using the dilution well, and the results were acceptable. The cse also ran samples with 1:10 and 1:40 dilution on an alternate immulite system and the results were acceptable. The cse stated that the customer never dilutes the diluents beforehand. All other assays on the system were working appropriately. Quality controls were within manufacturing specifications. A siemens regional support center (rsc) specialist reviewed the instrument data and recommended the cse to review configuration of the sample z positons in the dilution well. The rsc specialist stated that the current configuration settings in the dilution well may potentially cause imprecision of the dilutions. The cause of the imprecise hcg results on one patient sample is unknown. Siemens is investigating the issue. MDR 2247117-2017-00081 was filed for the same event.

Event description:
Imprecise human chorionic gonadotropin (hcg) results were obtained on a patient sample when run with 1:40 dilution factor vs. 1:10 dilution factor on an immulite 2000 instrument. The initial results were not reported to the physician(s). It is unknown which results were considered correct. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the imprecise hcg results.